Event description:
The customer reported the battery won't hold a charge, stops working and machine knocks power out.

Manufacturer narrative:
(B)(4): the customer reported the battery won't hold a charge, stops working and machine knocks power out. There was no reported pt involvement. This complaint is still being investigate. A follow-up report will be submitted upon completion of the investigation.